Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: a review of the black box showed multiple loss of prime events. The alleged loss of prime event was not duplicated during investigation. The force calibration was low but still in the pass range. Unrelated to the original complaint, moisture damage was located in side of the force sensor housing and flex pins.